Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box showed that power events had occurred. There was no damage observed to the battery compartment; the battery cap was found to be stripped and was found to be unable to maintain an electrical connection with intermittent power duplicated. A test battery cap was inserted and the pump was exercised for 24 hours without power issues. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and no damage or defects were found to be power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas to report that her pump was intermittently powering off without warning. The patient reported that the alleged power issue started several days prior. The patient claimed the pump powered off on 3 different occasions the evening prior and two times on (B)(6) 2012, before contacting animas. The patient mentioned she awoke on the early morning of (B)(6) 2012, with an elevated blood glucose (bg) of 368 mg/dl and no power to the pump. The patient claimed she tested positive for moderate ketones. In response to the elevated bg the patient reportedly gave herself an insulin injection. The patient informed customer support that the pump would power back on. At the time of troubleshooting, the patient denied any visible damage to the pump's casing or battery cap. The patient confirmed the battery cap was secured to the pump and there was no indication of moisture ingress. The alleged intermittent power issue remained unresolved. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the pump powered off without warning.